Manufacturer narrative:
The sample probe was cleaned or changed which resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter stated that they received questionably high results for approximately 35 patient samples tested with vanc2 vancomycin on a cobas 4000 c (311) stand alone system. Of these samples, six had discrepant vancomycin results. Incorrect values for these samples were reported outside of the laboratory. The first sample initially resulted with a vancomycin value of 57 ug/ml, repeating as 19 ug/ml. The second sample initially resulted with a vancomycin value of 37.7 ug/ml, repeating as 15 ug/ml. The third sample initially resulted with a vancomycin value of 52.0 ug/ml on (B)(6) 2019, repeating with values of 14.2 ug/ml and 14.6 ug/ml. The fourth sample initially resulted with a vancomycin value of 39.7 ug/ml on (B)(6) 2019, repeating with values of 11.4 ug/ml and 10.9 ug/ml. The fifth sample initially resulted with a vancomycin value of 43.0 ug/ml on (B)(6) 2019, repeating with values of 15.1 ug/ml and 14.8 ug/ml. The sixth sample initially resulted with a vancomycin value of 46.1 ug/ml on (B)(6) 2019, repeating with values of 18.8 ug/ml and 17.8 ug/ml. No adverse events were alleged to have occurred with the patients.